Manufacturer narrative:
H.6. Investigation: one photo and one used primary set, model 2420-0500 lot 21013056, was received by the customer for investigation. The set was visually inspected and no defects were observed. The sample was primed with a blue dye solution and a leak could clearly be seen coming from the lower fitment. The customer's complaint of a leak in the IV tubing, in the area of the pump segment & safety clamp, was verified. A device history record review for model 2420-0500 lot number 21013056 was performed. Here were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Visual inspection under magnification was performed on the tubing engagement components. It could be identified that the solvent had not been properly applied to the tubing during the assembly process. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of leakage with lot #21013056 regarding item #2420-0500. H3 other text : see h.10

Event description:
It was reported that the as lvp 20d dehp 2ss cv leaked fluid onto the floor during the infusion. The following information was provided by the initial reporter: "we were infusing iron sucrose, half way through the infusion the patient reported seeing drops of fluid on the floor underneath the IV pump. It was determined that there was a leak in the IV tubing, in the area of the pump segment & safety clamp. We were unable to determine where exactly the leak was, with wiping the tubing multiple times, and then testing it after without being attached to the patient."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the as lvp 20d dehp 2ss cv leaked fluid onto the floor during the infusion. The following information was provided by the initial reporter: "we were infusing iron sucrose, half way through the infusion the patient reported seeing drops of fluid on the floor underneath the IV pump. It was determined that there was a leak in the IV tubing, in the area of the pump segment & safety clamp. We were unable to determine where exactly the leak was, with wiping the tubing multiple times, and then testing it after without being attached to the patient."